Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this lead exhibited with a pneumothorax. No intervention was required and no additional adverse patient effects were reported. To date, the lead remains implanted and in service.